Event description:
A (B)(6) male pt called zoll customer support to report that he was not able to get his charge/modem to power up, despite trying several outlets. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. The cause of the screen not lighting up has been isolated to an intermittent connection resulted in the flash memory becoming corrupt. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified. No adverse event resulted from the corrupt memory. The pt received a replacement charger/modem.